Manufacturer narrative:
Added: d9 and h3. Product evaluation did not confirm the failure mode. Issue could not be reproduced, and no replacement was provided. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
After the event, a service engineer performed user tests and service calibration procedure of the complete foot control. The foot control was working properly and the system was ready for use. A review of the device history record found no non conformities or anomalies related to this event. The investigation is ongoing. No remedial, corrective, preventive or field safety corrective action is required.

Event description:
On 27-jan-2025, additional information was received which changed the reportability decision of this event assessing it as reportable. The user facility in belgium reported a problem with the foot control function. There was no indication that the issue had an adverse effect on the patient. It was later reported that the foot control failed to function properly during the procedure. Several attempts were made to resolve the problem, but none were effective. Another device was brought in to continue the surgery, however, the cornea had become cloudy due to the delay and it was no longer possible to operate safely. The cornea was treated with medication and the procedure was completed five days later at another hospital after the cornea had sufficiently cleared. At a follow -up check approximately two months later, the patient was found to have 9/10 vision in that eye. The patient subsequently developed ¿irvin glass¿ or fluid at the height of the cornea which is a known consequence of surgery that takes place weeks or months after ophthalmic surgery. The current status of the patient was not provided.